Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. In addition, it was reported that the pump battery depletes faster than expected. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.